Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that during setup the diamondback 360 peripheral orbital atherectomy device (oad) and saline line were taken out of the packaging and connected to pump. The oad was not connected to patient or viperwire advance guide wire. The green start button on the pump was pressed to start saline flow through the saline tubing. The green led light was lit. The prime button on the pump was then pressed to purge air from the saline tubing but bubbles were observed inside the tubing. Closer examination of tubing revealed fluid leak from pinhole located between a saline tubing positioner and the saline bag spike. The oad and saline tubing were both replaced to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There is no indication as to what caused the pinhole as there was no damage to the oad packaging or tray indicating the damage occurred during transit or handling.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The reported fluid/blood leak - at setup, break - saline line at setup, air/gas in device were confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported pinhole in the saline line could not be determined. Analysis of the saline line identified a pinhole in the frosted tubing proximal to the saline line positioners, between the proximal positioner and the spike. There is leaking from this location. No other damage was found. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that during setup the diamondback 360 peripheral orbital atherectomy device (oad) and saline line were taken out of the packaging and connected to pump. The oad was not connected to patient or viperwire advance guide wire. The green start button on the pump was pressed to start saline flow through the saline tubing. The green led light was lit. The prime button on the pump was then pressed to purge air from the saline tubing but bubbles were observed inside the tubing. Closer examination of tubing revealed fluid leak from pinhole located between a saline tubing positioner and the saline bag spike. The oad and saline tubing were both replaced to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. There is no indication as to what caused the pinhole as there was no damage to the oad packaging or tray indicating the damage occurred during transit or handling.